Event description:
Vecuronium drip was ordered to be discontinued and order was executed as documented on the alaris pump (and witnessed by physician and additional nurse). Upon provider assessment of the patient in the morning, the vecuronium drip was observed to be running again, suggesting spontaneous unprompted restart of the drip. It is not evident that the medication reached the patient, however, because of the magnitude of the situation, care was assumed as if it was. The brain and syringe pump were red tagged and placed in soiled utility.